Manufacturer narrative:
External insulation abrasion was noted at 39.7 cm to 40.8 cm from the distal tip consistent with friction to the device breaching optim sheath. The etfe coating was intact at this location.

Event description:
This report is to advise of an event observed during analysis.